Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when the patient was trying to use the patient programmer to communicate with the implantable neurostimulator and turn the therapy on , a power on reset (por)screen appeared. This occurred on (B)(6) 2016. It was indicated that the patient still had bandages at the time of the call. The patient didn't have a follow-up appointment scheduled until another two weeks after the report, so patient services recommended they contact the healthcare provider to get the por screen cleared. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Follow-up communication with the patient indicated that from (B)(6) 2016 the ins was not activated as the device was not turned on prior to leaving the hospital on (B)(6) 2016. The patient stated that after the device was turned on and the por cleared the patient received effective therapy and was pleased with her therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.